Event description:
It was reported that: "the locking ring that comes inside the insert was missing."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.